Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: black box data and pump history confirmed the user continued to use the pump after the reported temperature issue on (B)(6) 2017; pump in use until (B)(6) 2018. The pump powered on normally and was exercised for 24 hours without a temperature issue occurring. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a temperature (temp - no physical damage) issue. There was no reported physical damage to the pump. There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.